Event description:
Boston scientific received information from the patient that their implantable cardioverter defibrillator (ICD) was explanted due to an infection. The status of the right atrial and right ventricular leads was not disclosed. No further adverse patient effects were reported.

Manufacturer narrative:
The field representative was not aware of this issue. Investigation is complete to date. Should additional information become available this event will be updated.